Event description:
It was reported that during a cardio thoracic procedure, the user experienced back bleeding due to malformed staples. The staples line was reinforced with suture. There was no pt consequence.